Manufacturer narrative:
The device involved in this complaint was not available for evaluation. The reported event could not be confirmed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Further investigation was completed by the engineers at the manufacturing site. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Additionally, balloon visual and inflation inspections are being performed as part of the manufacturing process. The IFU (instructions for use) was reviewed, it contains instructions to perform a balloon integrity and lumens patency check prior catheter insertion, and on the insertion procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, at the time of the thrombectomy in a patient with this fogarty catheter, the balloon broke and was no longer present on the catheter when it was removed. It may have remained in the patient's artery. The catheter has been changed to continue with the procedure. No further information was available. Patient demographics were requested but were not available. There was no allegation of patient injury reported. The device was not available for evaluation.